Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc221870e0. Model: sc-2218-70e. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc221870e0. Model: sc-2218-70e. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc221870e0. Model: sc-2218-70e. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the patient was experiencing severe procedural pain following the spinal cord stimulator (scs) trial implant procedure. The patient underwent an scs trial leads removal procedure. The explanted device components will be disposed by the medical facility.